Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4)-2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This event has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Feeling hot [feeling hot]. Joint fluid retention [joint effusion]. Case description: spontaneous report was received on (B)(6)-2012 from a physician regarding a (B)(6) female pt, initials (B)(6). The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection, dosage regimen not provided. The lot number of synvisc was not provided. On an unspecified date, the pt was "feeling hot" and had joint fluid retention and on an unk date, she recovered from both the events. The action taken with synvisc treatment was not provided. Relevant concomitant medications were not provided. The intensity for the events of "feeling hot" and joint fluid retention was not provided. The reporting physician assessed the relationship between synvisc and the events of "feeling hot" and joint fluid retention as probable.